Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to the pump collapsing. The pump was adjusted several times but the issue continued. A patient outcome of stable was reported.

Manufacturer narrative:
The following fields were updated: concomitant product/therapy.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to the pump collapsing. The pump was adjusted several times but the issue continued. A patient outcome of stable was reported.